Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had the screen black and unable to login. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system displayed black screen, and the customer was unable to login to the station. A field service engineer found auxiliary half height drawer 4 which prevented the station from booting up. Further, the engineer replaced boards and reseated connections in the back to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h manufacturer narrative & imdrf annex a grid, imdrf annex g grid, section b describe event or problem, section d device available for eval and returned to manufacturer on part analysis: the reported complaint was identified during the field service engineer (fse) testing. According to work order (B)(4). The field service engineer found the aux drawer 4 prevented the station from booting up. The fse subsequently replaced the boards, configured aux drawer 4, and the customer verified functionality by performing a medication inventory test with no further issues observed. The following parts were received for dchu evaluation: two (2) used pcba dwr cntlr v1.10/v1 (p/n (B)(4).) & (sn (B)(6)) (sn (B)(6)) received in good condition with no anomalies observed. One (1) used pcba pmc v1.06/v0.09bl hh (p/n (B)(4).) With one damage component, the inductor l501. The returner boards were evaluated by dchu using a calibrated digital multimeter: no testing was required on the received pmc due to the damage component l501. Testing of the first drawer board (sn (B)(6)) showed 0.3 ohm resistance on d501 and mosfet q501, confirming a short circuit that grounded the 5v input and rendered the board faulty. Initial testing of the first drawer board confirmed normal functionality of d501, q501, and q601, with resistance values above 1000 ohms. Measurements at test points tp501 (vcc in) to tp503 (gnd) also exceeded 1000 ohms. Additional inspections of diodes and capacitors revealed no anomalies. The drawer board was then installed in a known good half height drawer for hta testing. Repeated open/close and eject cycles of all cubies were performed, and finally two cubies were opened and ejected. These tests were executed multiple times with no anomalies observed. The main drawer controller board tested good, but the second board had a failed mosfet and the pmc showed physical damage, which together can cause system level power on failures. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported the screen is black, (customer unable to login into the station) was identified as a one damage component (l501) on the module control board along with a short circuit on the components d501 and mosfet q501 on the drawer controller board, which prevented the customer to recover the unit.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had the screen black and unable to login. The customer stated that there was a delay in patient care. As per part investigation, it was determined that damage component on the module control board. There were no adverse events or injuries reported based on this event.